Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
A specific root cause could not be identified based on the provided information.

Event description:
The customer experienced the qc results out of range for multiple assays. All samples tested within the previous 24 hours were retested on another cobas e602 analyzer. Of the data provided for nine samples, only the following six results were discrepant. Patient 1 original 25-hydroxyvitamin d (vitamin d) result was 32 ng/ml and repeat result was 19 ng/ml. Patient 2 original vitamin d result was 49 ng/ml and repeat result was 30 ng/ml. Patient 3 original insulin result was 6.6 uu/ml and repeat result was 2.9 uu/ml. Patient 4 original carcinoembryonic antigen (cea) result was 1.1 ng/ml and repeat result was <0.5 ng/ml with a data flag. Patient 5 original troponin t stat (troponin t) result was 0.02 ng/ml and the repeat result was 0.06 ng/ml. Patient 6 original thyrotropin (tsh) result was 0.46 uiu/ml and the repeat result was 1.37 uiu/ml. The repeat results were believed to be correct. Corrected reports were sent for 28 patient samples. There were no reports of adverse events. The reagent lot numbers and expiration dates were requested, but were not provided. The field service representative found there was a misadjusted high voltage on the photomultiplier tube and adjusted it. The customer ran calibration and qc and accepted all results. The field service representative determined the instrument was performing to specifications.